Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices intermittently went into a disconnected state in the provision portal even after service restarts or agent reinstalls. This occurred while preparing devices for an upcoming station upgrade. After installing the ssm agent, devices periodically disconnected, preventing step 1 from being pushed. Restarting or reinstalling the amazon ssm agent temporarily restored connectivity but did not consistently resolve the issue. The issue was observed on 17 stations across multiple facilities. The customer stated that user was unable to override any keys on the pyxis system, and the keys did not display on their end when attempting to pull medication for a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were showing disconnected. A technical support specialist (tss) noticed that the stations were prepared for the es 1.11 upgrade, escalated a product support engineer (pse) consultation, and then customer lifted the firewall restriction to 10.17.22.61. This action resolved the connectivity issue with the sql server management studio agent. The system functioned as intended after the technical support specialist investigated the issue.